Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿, peripheral IV cannula, bd vialon¿ bio material the device was broken. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the short peripheral catheter broke during use 4 days after the initial placement and part of the polyurethane base could never be recovered and cannot be located (migration?).

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h10.

Event description:
It was reported while using bd insyte¿, peripheral IV cannula, bd vialon¿ bio material the device was broken. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the short peripheral catheter broke during use 4 days after the initial placement and part of the polyurethane base could never be recovered and cannot be located (migration?).

Manufacturer narrative:
The following fields have been updated with corrected information: b6: - relevant tests/laboratory data: patient had minor surgery, x-rays and an ultrasound to try to locate the broken catheter. It was not located. H6: health effect clinical code: e2008 & e2330. H6: health effect - impact code: f19 & f2203.

Event description:
It was reported while using bd insyte¿, peripheral IV cannula, bd vialon¿ bio material the device was broken. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the short peripheral catheter broke during use 4 days after the initial placement and part of the polyurethane base could never be recovered and cannot be located (migration?).